Event description:
It was reported that the device was leaking during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The root cause is a faulty water tank cover. No action taken due to the condition of the device; it will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.